Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing difficulty charging the pump despite use of multiple wall adapters. The customer's blood glucose level was 278 mg/dl. Reportedly, alternate therapy was obtained from the healthcare provider.